Manufacturer narrative:
A dispatched fse could confirm the reported issue of ventilator failure, retrace the event by means of log file analysis to problems with the ventilator motor and replaced it, consequently. Evaluation of the motor in the manufacturer's lab revealed that there were several positions where the motor did not provide mechanic power due to a mechanically abraded collector disc. The motor speed is being monitored continuously and, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent which enabled the user to finish the particular surgical procedure. Dräger finally concludes that the device responded as specified upon the malfunction of a single wear-and-tear component; no patient consequences have been reported. The repair exchange of the motor assembly has fully solved the device problem. This was verified by testing after the repair exchange.

Event description:
Refer to initial MFR. Report #9611500-2017-00397.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported by a customer that during a case there was a ventilator failure. There was no injury to the patient.